Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. According to the patient, on approximately (B)(6) 2024, the patient was walking on a warm day, the cgm displayed 7.8 mmol/l, but he felt weak. Strenuous activity caused him to lose consciousness after dropping the keys on the ground. Paramedics were called by the vice principal. Upon arrival, they took a bg reading which was 1.9 mmol/l and treated the patient with glucagon. The patient was taken to the hospital and stayed overnight. There was no documentation about the treatment provided at the hospital. The patient was discharged from the hospital the next day in the evening. The patient was feeling fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.